Event description:
Information received from the (B)(6). Treatment of a right unruptured lobulated posterior communicating artery sidewall aneurysm measuring 13.4mm x 4.2mm. Post pipeline procedure, it was reported that the patient had bilateral strokes. The patient woke up with left sided hemiparesis and was transferred to the ICU (intensive care unit) where she had respiratory failure and was intubated. The patient's neurologic exam deteriorated and was not able to follow commands. Subsequently, the patient expired on (B)(6) 2011.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other device involved in the event is as follows:model: fa-77375-18 / lot #: not reported / dom: n/a / exp: n/a.(B)(4).